Event description:
It was reported that the patient's left ventricular (lv) lead had no capture and very low impedance while in the lv tip to lv ring or coil configuration. The lv lead was programmed off and remains implanted, but is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).